Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 600 mg/dl. It was known that customer was not using the auto mode feature. Customer stated insulin pump was not working and also had insulin flow blocked alarm and event was resolved by infusion set change. Customer had been using insulin pump within 48 hours of reported high blood glucose levels. The troubleshooting was performed. The insulin pump will be returned for analysis.